Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested for return of the sureform 60 stapler instrument (part #480460-09; lot #l92211027-0095) and the blue sureform 60 reload for failure analysis investigation but at this time the products have not been returned. If additional information is received, a follow-up MDR will be submitted. A review of an image provided by the customer was performed by an isi clinical development engineer (cde). The following additional information was provided: there is some blood in the surgical field, along with a mass of staples that appears to include some malformed staples. The cde was unable visualize the state of the affected tissue due to the image quality. Per the cde, this type of image is consistent with the tissue pushout events observed in the past a stapler log review has been conducted. The sureform 60 stapler instrument (part #480460-09; lot #l92211027-0095) was fired 8 times - blue, blue, green, blue, white, white, white, and white respectively. The 2nd firing with the blue reload had a ¿tissue too thick to continue¿ error message with a completion percentage 83.39%. Also the user first clamped, then unclamped, and clamped again, for this specific event. Also, the second firing had multiple pauses for compression. This complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric revision procedure, tissue was pushed out and not cut when a blue sureform 60 reload was fired with the sureform 60 stapler instrument. As a result, the specimen side was repaired with a green sureform 60 reload, and the remnant side was repaired with sutures. At this time, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted bariatric revision procedure, the sureform60 stapler instrument with a blue sureform60 reload, pushed tissue out. As a result, the specimen side was repaired with a green sureform60 reload, and the remnant side was repaired with sutures. Intuitive surgical inc. (Isi) contacted the surgeon and the isi bariatric sales manager (bsm) and obtained the following information. The bsm was present during the da vinci-assisted bariatric revision procedure and discussed the incident with the surgeon as well. During the surgical procedure, the surgeon used a sureform 60 stapler instrument with a blue sureform 60 reload installed on it for the second staple fire. The instrument clamped down, and when the surgeon started to fire, there were multiple pauses. During the third pause, at about 30mm into the fire, the tissue was pushed out. The bsm reportedly informed the surgeon that he could use the emergency stop button when they saw the pause and tissue starting to drag. However, the surgeon opted not to. The surgeon stated that the blade did not cut tissue when the tissue was pushed out. There were some staples that were dumped. Then the surgeon went anterior to the space where the tissue was dragged and stapled with a green sureform60 reload. Then the specimen was removed. On the remnant side of the stomach, the surgeon oversewed. Since the surgeon usually leaves a long pouch, he was not too concerned about the issue of making the stomach too small. The surgeon completed the procedure with the same sureform 60 stapler instrument. The surgeon had done the initial laparoscopic sleeve gastrectomy three years ago on this patient, and he used many clips. Hence, he stated that he could have caught a clip or a staple from the patient's previous sleeve gastrectomy while firing. The bsm confirmed the following: the surgeon does not use buttress material, there was no bougie used, and the site cleans the stapler instrument well in between fires. The patient is reported to be recovering well. The surgeon conducted a leak test which was negative, the surgeon stated he does not believe there will be any long term impact on the patient. The bsm has requested the site to return the sureform 60 stapler instrument and the blue sureform 60 reload for evaluation.